Manufacturer narrative:
This was reported to be a neonatal patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector extension set "popped off" of an unspecified device during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.